Manufacturer narrative:
(B)(4).

Event description:
A catheter malfunction was reported. It was unk whether there was a break, tear or occlusion within the catheter. It was placed. The pump contained baclofen (lioresal) daily dose: 165.3 mcg, conc. 2000 mcg. There were no reported pt symptoms. The pt recovered without any sequela. Additional info has been requested, but was not available as of the date of this report.